Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a crack in the screen and sticking buttons. The patient's blood glucose at the time of incident is unknown; however, she experienced a 25 mg/dl event and 37 mg/dl event within the past couple days. Troubleshooting was declined for the low blood glucose and physical damage. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express and creased escape, act, upper arrow and down arrow button dome switches. No unlocked lcd keypad connector. However, all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked lcd window and cracked reservoir tube lip.